Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient was implanted with a bard flat mesh during a total pelvic marlex repair procedure. The attorney's report alleges disability, pain, additional surgery.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's sticker page only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.